Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an issue with an enteral feeding pump. Upon triage, on (B)(6) 2016, it was found that the unit became too hot during charging. Upon evaluation on (B)(6) 2016, it was found that the unit had burned components.